Event description:
A customer contacted baxter's technical service center to report feeling overfilled with the homechoice (hc) machine in dwell 1. The home pt (hp) was experiencing abdominal discomfort and abdominal distension. The technical service rep (tsr) assisted the hp with a manual drain. The manual drain volume was 4232 ml. The programmed fill volume for this hp is 2000 ml. The hp reported using 2.5% dextrose concentration for therapy. The tsr arranged for a swap of the hc machine for this issue. There was no patient injury or medical intervention indicated at the time of the initial report.